Manufacturer narrative:
Corrected information provided in initial reporter field. Evaluation summary: intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. The system operators manual notes the system is a closed loop system that adjusts iop. The iop control cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, and/or remove the infusion line. Note: to ensure proper iop compensation calibration, place infusion tubing and infusion cannula on a sterile draped tray at mid-cassette level during the priming cycle. Choroidal detachment has been reported to be related to hypotony and intraocular pressure (iop) fluctuation. In a study that looked at risk factors and outcomes in suprachoroidal hemorrhage (sch) during pars plana vitrectomy (ppv), significant risk factors for the development of sch during ppv included high myopia history of retinal detachment (rd) surgery, rhegmatogenous retinal detachment (rd), use of cryotherapy, scleral buckling at the time of ppv, external drainage of the sub-retinal fluid, and intraoperative systemic hypertension. Other intraoperative factors that can influence the likelihood of choroidal hemorrhage leading to detachment may include sudden rise in blood pressure, a positive valsalva maneuver such as coughing, straining, and squeezing of the lids by the patient, a tight lid speculum causing pressure on the globe, or vitreous loss during surgery. Under normal conditions, intraocular pressure pushes choroidal blood into the vortex veins. However, when there is a sudden decrease in iop, the blood coming from the anterior and posterior ciliary arteries cannot pass through the veins, causing blood to accumulate in the suprachoroidal space. The physiologic 1 to 3 mmhg pressure difference between the suprachoroidal and intraocular areas usually keeps blood from accumulating in the suprachoroidal space. When the globe is open, however, the pressure difference between the two areas decreases sharply. This may cause the vessels to rupture, allowing blood to escape and allowing the choroid to separate from the scleral wall. Several risk factors such as elevated intraocular pressure (iop), glaucoma, low sclera rigidity, high myopia, generalized atherosclerosis, hypertension, peripheral vascular diseases, liver disease, age, and increased axial length have been identified as potential contributors. Although suprachoroidal hemorrhages are associated with hypotony and intraoperative iop fluctuations, in this case, major contributors to this event are unknown. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system contributed to the event.¿ the system was examined by a company representative. The company representative did not indicate finding any issues that would be associated with the reported event. The company representative confirmed the event logs and removed the leaking trocars. A review of the system¿s event log revealed that the iop control (regiop) was confirmed to be engaged throughout the surgery and was within the iop specification ranges of the system relative to chosen iop set points. There were no system messages raised for this and the system functioned as intended. In addition, there were multiple registrations of titrating the iop pressure from 19mmhg up to 45mmhg then down again to 22mmhg in a span of approximately 56 seconds as commanded by the user. Even at the lowest iop readout of 19mmhg, the system would have detected issues if iop ranges were out of specification. The system was tested and found to meet product specifications. The system met specifications at the time of release. Based on the information obtained, the reported choroidal hemorrhage and choroidal detachment was attributed to the observed loss of pressure in the eye. However, based on evidence, the system did not contribute to the loss of pressure in the eye. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
A sample has been received by a company representative and a service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A theatre manager reported that during a vitreoretinal surgery, the 23g trocar was noted to be leaking. Once the vitrectomy and lens implant explantation had been completed the eye suddenly lost pressure and the eyeball completely collapsed. The eyeball collapse led to the infusion 23g trocar being displaced and 360 choroidals instantly developed. The infusion eye pressure remained zero for at least one minute as the system was not correctly adjusting or controlling the intraocular pressure through the infusion line. Despite eye re-inflation and attempts to drain the choroidals, the choroidals were not resolved. It was decided that it was unsafe to implant a secondary lens implant and the patient's eye was closed. It was disclosed on the incident form that these trocars had been leaking for several months. The patient's symptoms were improving at the moment of this report. The patient will require further surgery once the eye has settled to implant an intraocular lens. Additional information received from the facility vigilance representative. They expect the patient to make a full recovery and there would be no long term harm. Attempts have been made to obtain additional information. No further information is expected. This is one of eight reports being filed for the same facility. This report is for the event occurred on (B)(6) 2016.